Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a cracked syringe barrel. The doctor drew up the injection and it came out of the side.

Manufacturer narrative:
A non-conformance review was conducted for lot 24d133 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product(s) could not be evaluated. Instead, a photo was received, and the reported issue was observed; however, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.